Event description:
Note: procedure and event date are unknown. It was reported to boston scientific corporation in 2007, that a c.r.e. Balloon dilatation catheter was used during an esophageal dilation procedure (patient gender, age and weight unknown). According to the complainant, during the procedure the balloon burst at 16.5 atms inside the patient. It was removed and another c.r.e. Balloon dilatation catheter was used to successfully complete the procedure. No part of the balloon detached from the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed by the user facility and is not available for return. However, balloon bursts can occur due to a sharp exterior source, such as a calcified lesion, penetrating the balloon by putting pressure on the outside of the balloon. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.